Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): when the nurse removed the catheter they detected something inside the vein of the pt. They recognized a part of the plastic inside the vein. When removed they saw the plastic was attached to the vein wall.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved was not returned for eval however, we received a brown particle. The brown particle was subjected to a visual exam. The particle was approximately 8 mm long. The particle was flexible. According to the customers statement the brown particle was detected inside the vein of the pt. They recognized a part of plastic inside the vein. When removed, they saw the plastic was attached to the vein wall. We have informed our production site accordingly. The investigation is on going at this time. A f/u report will be provided after the inspection results become available.